Event description:
A health authority reported defects in the material creating "glistening" or refractive anomalies in the matrix of the lens-creates disabling glare effects. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected. (B)(4)